Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing contralateral approach. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified left superficial femoral artery. After inserting a 6fr non-bsc introducer sheath and crossing 2 non-bsc guide wires, the lesion was checked with an opticross imaging catheter. Pre-dilatation was performed with a sterling balloon catheter and a non-bsc stent was deployed. Subsequently, a 6.0mmx220mmx150cm 4f sterling balloon catheter was advanced for post-dilatation. However, upon initial inflation at 5 atmospheres for 1 second, the balloon ruptured. The procedure was completed with another of the same device and no patient complications were reported.